Event description:
Caller states patient tested 7.7 inr on coaguchek xs system 1, 5.8 inr and 5.9 inr on coaguchek xs system 2, and 6.0 inr on coaguchek xs system 3. Subsequent comparison labs returned as 3.0 inr and 3.2 inr, respectively. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 21214211, expiration date 08/31/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 3.